Event description:
During a pta treatment procedure to dilate a lesion in a failing femoral-popliteal bypass graft, the balloon tip sheared off. Using a contra lateral approach, the physician advanced the balloon catheter to the lesion with some difficulty and successfully dilated a lesion distal to a previously placed stent. On removing the balloon, slight resistance was encountered at the bifurcation. The physician had successfully maneuvered past the stent and felt that the balloon may have become snagged within the bifurcation or on the sheath. He felt a 'pop' and realized that the balloon had separated from the catheter. The catheter was removed in one piece. The physician attempted several unsuccessful retrievals of the balloon fragment using a snare wire, resulting in further fragmenting the balloon material into two pieces. Radiology was then consulted. At this time, a 6 fr short sheath was placed in the left groin. A v18 wire was already in place via the right groin, and using a snare, the wire was grabbed and pulled through the left common femoral artery sheath. This sheath was exchanged for a long 6 fr arrow sheath. By opposing the right and left common femoral artery sheaths and advancing a catheter over the wire from the right groin, the balloon fragments were pushed over the wire and into the left common femoral sheath. The fragments were pushed through the sheath and once in the sheath, the entire unit was removed from the left groin. The leading edge fragment was present within the left groin sheath after its removal. The trailing edge fragment was within the 4 fr berenstein catheter which was already outside the sheath and external to the body in the left groin. The end of the catheter was transsected and was found to contain the remaining fragment. All wires, catheters and sheaths were removed having successfully retrieved both balloon fragments. A limited angiogram of the pelvis and proximal and distal portions of the left graft was performed demonstrating no evidence of injury to the iliac system or evidence of in situ thrombosis. Patient status is reported as "fine" following the procedure.